Event description:
It was reported by the customer that a bd pyxis¿ es server one patient was not showing up on pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on the station. The technical support specialist (tss) attempted to dial into the station but failed. Then the tss dialed into server and verified the patient details provided by the customer. The tss found that the patient was admitted, but with an incorrect admit date and no admit time on enterprise. The tss informed the customer to reach out to the active directory team to readmit the patient with the correct date and time. The customer acknowledged and later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ es server one patient was not showing up on pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.